Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. Unrelated to the original complaint, cracks in the battery compartment were found. The battery compartment cracks were below the bumper pad, and between the bumper pad and the top of the pump. Additionally, the battery cap was damaged with the threads stripped. A test cap had to be used. The test cap was able to be tightened fully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.